Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Date of event: the disconnection was reported to have occurred around (B)(6) 2014. This is the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The peritonitis was manifested by cloudy effluent, fever, and abdominal pain. The break in aseptic technique was further described as the patient reconnecting a disconnected transfer set and not informing the health care provider of the event. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (1 gram daily, route not reported) beginning the day of onset of peritonitis with therapy and discontinued treatment with vancomycin two days later. The patient was treated with keflex (500mg three times daily for two weeks, route not reported) beginning one day after the completion of the vancomycin therapy. The treatment with keflex therapy was ongoing at the time of this report. The patient was reported to be recovering rom the peritonitis event and dianeal therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but is not available.